Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (b30) occurs, no image is displayed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. It is likely due to data error of scope ID, scope communication error code (b30) occurs, no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited incompatible scope (e315) error code. The issue was identified during colonoscopy therapeutic procedure while the device was inside of the patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.